Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal cerebral angiography procedure, the catheter tip detached. The physician had acquired retrograde, femoral artery access and had negotiated the patient's aortic bifurcation and was attempting to cannulate and opacify the targeted cerebral artery. The physician noted that the patient's vasculature was tortuous. During catheter manipulations over a guidewire, the tip detached in the patient's descending aorta and migrated to the common iliac artery. The physician successfully removed the detached catheter tip from the patient with a vascular snare device with no additional consequences to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and two similar complaints for this lot number were found from the same customer.